Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she cleared the alarm however the buttons are no longer working. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window.